Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event began occurring on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that a lead fracture was discovered. The signs/symptoms were reported as increased right hand tremor, surging down the patient's right arm that was episodic as if the device was turn on and off. Worsening left head turning and right mouth pulling with head movement were also noted. It was then stated that the symptoms improved with lower volts, but the tremor remained worsened. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of elevated out of range impedance values. Imaging (x-ray, MRI, CT scan, ect) was also performed on (B)(6) 2017 and there was no discontinuity seen. The etiology was noted as related to the device/therapy and not related to the implant procedure; the left stn lead was noted. The actions/interventions taken to resolve the issue included reprogramming the patient on (B)(6) 2017. The left extension was then replaced on (B)(6) 2017, the left lead was replaced on (B)(6) 2017, and the left implantable neurostimulator (ins) was replaced on (B)(6) 2017; the event also resulted in an unscheduled clinic or office visit. The event was considered resolved without sequel ae on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing a lack of symptoms control and severe levels of side effects. The patient had dysarthria and turning of the foot due to the surgeon trying to compensate for the lack of symptoms control with programmer. The impedances on the lead were found to be over 40,000ohms. It was reported that the patient is very active which is a contributing factor to the issue. The patient¿s lead was replaced and the open circuit was resolved. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis was updated to sensory and motor changes secondary to lead fracture. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0e6h5, product type: lead.